Event description:
It was reported that the user experienced a hypoglycemic event at 70 mg/dl indicated by an ilet low glucose alert and later called for guidance on when to eat and announce meals while blood glucose was 152 mg/dl; the agent advised that she could eat and announce as normal, and the user acknowledged understanding. Customer care provided support that included troubleshooting and education regarding meal announcement and glucose management. Investigation of this case revealed that the cause of the hypoglycemia was unclear, with no device malfunction reported. No clinical symptoms associated with hypoglycemia reported. Outcomes included treatment with oral glucose and resolution without hospitalization. It was concluded, based on previously established findings for similar reports, that the event was cause unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.